Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was 271mg/dl and by the end of the report the customer resumed insulin deliveries via the pump.